Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the right essure was founded to be deeply imbedded with the uterus the distal tip appeared to perforate the proximal fallopian tube was visible through mesosalpinx') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "medical device monitoring error". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), mood swings ("hormonal changes describe: mood swings"), genital haemorrhage ("abnormal bleeding(general)"), hypersensitivity ("allergic or hypersensitivity"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type uti"), device expulsion ("migration of essure device location of device uterus"), anxiety ("neurological conditions"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and anaemia ("anemia") and was found to have neoplasm ("tumor / teratoma / cancer type: tumor") and weight increased ("weight gain / loss specify which one: weight"). The patient was treated with surgery (bilateral removal of essure, hysteroscopy with possible myomectomy). At the time of the report, the fallopian tube perforation, pelvic pain, mood swings, genital haemorrhage, hypersensitivity, urinary tract infection, device expulsion, anxiety, dyspareunia, neoplasm, vaginal discharge, fatigue, weight increased, alopecia and anaemia outcome was unknown. The reporter considered alopecia, anaemia, anxiety, device expulsion, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, mood swings, neoplasm, pelvic pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: pfs and mr received-case was upgraded to serious incident. Event injury was replaced with event fallopian tube perforation. New events hormonal changes describe: mood swings, abnormal bleeding(general), allergic or hypersensitivity , infection(bladder/ urinary tract/vaginal) type uti , migration of essure device location of device uterus, neurological conditions on problems type: anxiety): dyspareunia (painful sexual intercourse), tumor / teratoma /cancer type: tumor, vaginal discharge, fatigue, weight gain / loss specify which one: weight, hair loss, pelvic pain, she did not undergo essure confirmation test, anemia were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.